Event description:
A patient's meter would not turn on. They had headaches. They were still given their insulin shot at home with knowing the blood glucose level. There was no medical intervention or treatment given. This issue was not resolved with troubleshooting. No further information has been reported.